Event description:
A medtronic rep, inventory planner, reported a vertek arm that would not lock tight. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Replacement part shipped. Investigation finds the locking screw in the handle is missing. As a result the handle spins freely. Not able to lock or release vertek.